Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h11. The reported ipg and csl were received at cvrx for analysis. Visual analysis of the ipg showed minor scratches most likely from the implant or explant procedure. Functional testing of the ipg showed the ipg was functioning as expected. The csl was received in three sections, and was most likely cut during the explant procedure. Visual analysis of the csl segments showed multiple points where damage, consistent from twisting of the lead or twiddlers, was observed. Due to the returned status of the csl, functional testing was unable to be performed. At the conclusion of the device analysis, the root cause of the event was consistent with the physician's opinion that the event was due to twiddler's syndrome. Cvrx ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID #(B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. On (B)(6) 2025, the patient presented to the emergency department with extraneous stimulation. The lead impedance was out of compliance. An x-ray showed a twisted lead, which was diagnosed as twiddler's syndrome by the cardiologist and emergency department physician. The barostim system was turned off. The patient was referred to a surgeon for a lead revision. An ipg and lead replacement occurred on (B)(6) 2025. It was noted that there were two sutures still attached to the original ipg, however, the sutures were no longer connected to tissue. As of (B)(6) 2025, it was noted that the replacement resolved the extraneous stimulation.